Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-02794.

Event description:
Device 2 of 2; reference MFR report: 1627487-2019-02794. It was reported during the patient's follow up visit, the patient complaint of loss of therapy from the scs system. A system impedance was performed and found all of the lead contacts were high. X-ray showed breakage at the lead anchor. The patient's scs lead was replaced and stimulation therapy was resumed.